Manufacturer narrative:
Evaluation results: visual findings observed deep scratch found at the upper end of the unit. The battery compartment has signs of previous battery corrosion such as white powder residue on battery flat contacts and compartment sidewall. Evaluation found that the unit had power with batteries, but it did not sound due to a insufficient wetting solder pad joint on one of the speaker wires at the pcba. An insufficient solder pad joint is one where the solder has wetted the leads nicely, but it has not formed a good bond with the pad. This can be caused by failing to apply heat to the pad as well as the pins. Insufficient wetting joint develops cracks in the joint over time causing components for not working as intended. In this particular case, the speaker was not working due to this event. The poor soldering is a known issue and has been addressed via scar 0078. The instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacture file reference # (B)(4).

Event description:
(B)(6) 2019 bd1 customer states the alarm does not have any sound. Alarm was tested with new batteries and sensor pad with still no sound. Troubleshooting template completed and saved. The date the issue was discovered is unknown and no patient incident or injury was reported.